Event description:
Discordant cardiac troponin ultra (tni ul) results were obtained on multiple patient samples on an advia centaur instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on the same system. Patient number 3 was repeated three times. The corrected tni ul results were reported to the physician(s). It is unknown which repeat result for patient 3 was reported to the physician(s) as the corrected result. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse also checked the dispense ports and the reagent probe and sample probe alignments. The cause of the discordant tni ul results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.